Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they did not request to rewind insulin pump. Customer experienced high blood glucose level and was treated with insulin pump. Customer stated that auto mode feature was not active at the time of event. Customer was performed self test and displacement test and it was passed. Insulin pump had insulin flow blocked alarm and event was resolved by complete set change. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.